Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found the complaint was not confirmed; however, the no image could have occurred at the site. In addition, evaluation found there were deep scratches on the channel opening of the control body, the image was blurry, the bending section cover was cracked peeled, and sharp, and the insertion tube was buckled. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the camera of the evis exera ii ultrasonic bronchofibervideoscope was not providing an image. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported issue (no image) was not reproduced. Olympus will continue to monitor field performance for this device.